Event description:
The customer reports that the doctor inserted the cvc into the patient's right groin. After infusion a fracture of the brown head was noted.

Manufacturer narrative:
(B)(4). The customer returned a three-lumen cvc for analysis. Signs-of-use in the form of biological material and adhesive residue was observed on the extension lines. Visual examination revealed that the distal luer hub separated from the extension line. Microscopic examination revealed that a portion of the extension line was still inside the separated luer hub. Additionally, the edges at the point of separation were rough and not uniform. This indicates that undue force caused or contributed to the separation. The length of the distal extension line body from the point of separation to the juncture hub measured 88mm, which is consistent with the nominal value of 85mm per the catheter product drawing. The inner and outer diameter of the distal extension line were measured and were within specification. A manual tug test confirmed that the proximal and medial extension lines were fully secured within the luer hub. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The customer report of extension line/luer hub separation was confirmed by complaint investigation of the returned sample. The distal luer hub was separated from the extension line. A portion of the extension line body was visible within the separated luer hub. The points of separation on the catheter body appeared rough and jagged, indicating that undue force was applied to the catheter during use. Based on the customer description and the sample received, unintentional user error as a result of undue force likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor inserted the cvc into the patient's right groin. After infusion a fracture of the brown head was noted.